Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy / 6 weeks post op') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced musculoskeletal chest pain ("my ribs have also been very sore"), joint dislocation ("3 ribs out of place"), dyspnoea ("what's wrong with my breathing") and musculoskeletal disorder ("can't do things like lift my arms up over my head"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed in 2016. At the time of the report, the medical device removal, musculoskeletal chest pain, dyspnoea and musculoskeletal disorder outcome was unknown and the joint dislocation had resolved. The reporter considered dyspnoea, joint dislocation, medical device removal, musculoskeletal chest pain and musculoskeletal disorder to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: normal. Computerised tomogram - on an unknown date: came back normal, my lungs were good, my ribs are fine. Electrocardiogram - on an unknown date: normal. Endoscopy - on an unknown date: nothing came up wrong. Concerning the injuries reported in this case the following were reported via social media- medical device removal, dyspnea, joint dislocation, musculoskeletal disorder and musculoskeletal chest pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 28-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy / 6 weeks post op') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced musculoskeletal chest pain ("my ribs have also been very sore"), joint dislocation ("3 ribs out of place"), dyspnoea ("what's wrong with my breathing") and musculoskeletal disorder ("can't do things like lift my arms up over my head"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed in 2016. At the time of the report, the medical device removal, musculoskeletal chest pain, dyspnoea and musculoskeletal disorder outcome was unknown and the joint dislocation had resolved. The reporter considered dyspnoea, joint dislocation, medical device removal and musculoskeletal chest pain to be related to essure (ess205). No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: normal. Computerised tomogram - on an unknown date: came back normal, my lungs were good, my ribs are fine. Electrocardiogram - on an unknown date: normal. Endoscopy - on an unknown date: nothing came up wrong. Concerning the injuries reported in this case the following were reported via social media- medical device removal, dyspnea, joint dislocation, musculoskeletal disorder and musculoskeletal chest pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content received from social media. New events added: "my ribs have also been very sore", "3 ribs out of place", "what's wrong with my breathing". Date explanted added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure (ess205) inserted. On an unknown date, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Concerning the injuries reported in this case the following were reported via social media- medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.